Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was inoperative. The device was in clinical use when the issue occurred. There was no delay in treatment, and no medical intervention was required. No patient or user harm reported. A philips remote service engineer (rse) reported that the device was inoperative. It was reported that the patient's spo2 decreased yesterday. In order to see the patient/check the device, an evaluation was performed on the patient's room. At that time, it was found that the device had become inoperative. The room was secured for the patient, because of the infection with covid-19. It was reported that the evaluator had to extend a power cord from another room and used a power strip. The evaluator unplugged/re-plugged the power cord several times, and successfully started to operate the device. Therefore, the device was continued to be used. The sales representative reported that given the context, where several power cords were extended and a power strip was used, it was suspected that the power cord had not been plugged in properly. The event log revealed that the device had been running on a battery and had become inoperative due to dead battery. However, there was a possibility that a failure occurred with the power cord, a request by the hospital was made to have the device and cords inspected. The service engineer reported that the phenomenon was not duplicated despite a test run being performed. The device was checked, but no anomalies were found in the device. The software was confirmed to be version 2.30.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00381. All information from the original report(s) has been transferred to this report.